Manufacturer narrative:
Additional information: product analysis: visual and microscopic examination of the returned implant was performed. The implant was cracked at the threaded through hole. There was material transfer on the sides of the implant indicating that it came in contact with the body. Given the reported event and the visual evidence, it would appear the crack was the result of impact during implantation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 5030564, 510k # k133653 and (B)(4) is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent anterior cervical discectomy and fusion"hwk".intra-op, the titanium coated cage was placed with the inserter. Surgeon used a hammer with normal impact. As he controlled the position he saw a little fissure. The cage broke intra-operative while the cage was placed in the intervertebral disc so he removed the cage and inserted a new one. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.